Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported a suture break occurred with two prostyle devices. A non-abbott device was then deployed and manual compression was applied to achieve hemostasis. No additional information provided.

Event description:
Subsequent to the previously filed report, additional information was received: it was reported this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional procedure with a 6f sheath. Reportedly, a suture break occurred with two prostyle devices. A non-abbott device was then deployed and manual compression was applied to achieve hemostasis. It was noted the patient experienced temporary pressure discomfort. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information, the investigation determined that the reported suture separation and subsequent treatment appears to be related to circumstances of the procedure. In this case, it is likely an interaction with patient anatomy or the suture pulled until it breaks contributed to the reported suture retrieval issue. The reported patient effect of pain is listed in the perclose prostyle instructions for use and is a known patient effect of use with suture mediated closure device procedures. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem: updated b6: relevant test/laboratory data: corrected. H6: health effect - clinical code 4582 was removed.